Event description:
Instrument failure - instrument broke, parts left in patient.

Manufacturer narrative:
The agent reported (the instrument listed above was used to insert the glenosphere onto the baseplate. After securing the glenosphere to the baseplate, the t handle was removed, and it was noticed that the threaded portion had broken off in the glenospherre. After some discussion it was determined that the threaded portion could not be removed and the glenosphere was determined to be stable). This event occurred during surgery, near the patient. The surgeon noted that possible glenosphere could disengage from baseplate. The surgery was completed as intended, with a five-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device, but the implant was deemed stable. RMA examination: the instrument was returned to djo and after further examination, the inserter threads broke off. A review of 804-03-051 device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of this instrument. Complaint database review showed 8 previous complaints but there were no indications that this instrument has a design or material deficiency. S110 - threads damaged/galled,5. S303 - broke/cracked/damaged,3. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue.